Event description:
It was reported that the insulin pump delivers less insulin than what it was programmed. Troubleshooting was performed. The mother stated that the device alarmed no delivery before completing a bolus. The mother also stated that the insulin pump under delivered by 5.0 units. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.